Manufacturer narrative:
The pod was received in partially deployed state. The formed needle was observed to be extending beyond the needle well. The pink slide insert was visible in the top housing viewing window. The arms of linkage assembly were split indicating that the slide retract and linkage assembly did not completely retract. After opening the pod, the formed needle fully retracted into the pod housing and linkage assembly fully retracted. A score mark was found on the underside of the top housing. This indicates a misalignment between the linkage assembly and top housing. The misalignment resulted in contact between linkage assembly and top housing which caused the formed needle to not fully retract. Inspection of the needle mechanism components found no damages or defects that would result in the linkage assembly misalignment. No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. During fluid path test, fluid was found to exit the distal tip as intended. The distal tip of the soft cannula was manually occluded. A leak test was performed, and no leaks were observed throughout the entire fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported insulin leaking from the pod. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the patient gave a 10-unit bolus correction and placed a new pod.